Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field- e1 (initial reporter, event site email), d5, g2, h6-medical device ¿ problem code. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the waveform would drop out when moving the fiber optic connector. The fse replaced the fiber optic extension connector. The fse ran functional tests without any further issues. All work was performed on maintenance and the cardiosave iabp service was completed. Safety, calibration and functionality checks to factory specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during semi annual maintenance, cardiosave intra-aortic balloon pump (iabp) found fiber optic extension connector was loose in the socket. There was no patient involvement.